Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 chemistry analyzer and identified the failure mode as malfunctioning r1 probe transfer unit. The fse replaced r1 probe transfer unit to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned the generation of erroneous low results with 'g' flags on many patient samples that autorepeat normal on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.